Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, at five minutes into the therapy cycle, a low pressure error occurred. The balloon had a "hole burned into it". A second catheter was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.